Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced several low flow alarms and two pump stoppage events. A log file was reviewed by the technical service representative and low speed limit and pump stoppage events were confirmed. Approximately 4 days later, the patient was in clinic for the regular clinic visit. A log file was again provided for review by the technical service representative and it was confirmed that there were no further alarms and the lvad was running as expected. On (B)(6) 2018, the low flow alarms were resolved after a speed change was performed and an adjustment to the medication was made. The pump speed was adjusted from 8800 to 9400. The patient was sent home with an ungrounded cable and no pump stoppage events were observed after giving the patient an ungrounded cable. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.